Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to change the cartridge but could not initiate the load sequence. Cts confirmed that customer initiated the load sequence due to the cartridge running out of insulin. During troubleshooting with tandem technical support, the customer was able to initiate the change and complete the load process. The customer's blood glucose was 488 mg/dl. The customer delivered a correction bolus.